Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call for high blood glucose level of 4040mg/dl. The customer treated with manual injection. Customer indicated that their doctor has not been contacted and their blood glucose value was 359 mg/dl at the time of the call troubleshooting was declined by the customer and indicated that they would call their doctor for further assistance.